Event description:
Procedure: hernia repair. According to the reporter, the mesh would not deploy. It would fold onto itself. The surgeon tried three times to place and was unable to fixate it. The surgical time was extended by 15 min. Sample will not be returned for investigation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).